Event description:
Complainant alleged that during routine shift check by a clinician, the device power up to green dot on the display and then intermittently fades away. The complainant indicated that there was no pt involvement in the reported malfunction.